Manufacturer narrative:
Physio advised multiple replacements; however, the device cannot be repaired due to a part obsolescence. The customer will be offered a replacement device. The device was scrapped by stryker. A root cause could not be determined.

Event description:
A customer had sent in their device for repair. During inspection, it was observed that the customer's device would sometimes power cycle unexpectedly. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Based on the available information, stryker has determined that the likely cause of the reported issue was due to the device's battery pins. Worn and/or loose battery pins increase the resistance of the input power path, which can cause the device to unexpectedly shutdown during high current functions such as printing.

Event description:
A customer had sent in their device for repair. During inspection, it was observed that the customer's device would sometimes power cycle unexpectedly. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for repair. During inspection, it was observed that the customer's device would sometimes power cycle unexpectedly. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.